Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then removed the analog pcb assembly for further examination where it was determined that the cause of the reported issue was that internal hybrid layer capacitor (hlc) battery, designator bt1, would no longer hold a charge. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator.  There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the device was unable to remain powered on in order to charge and shock.